Manufacturer narrative:
Analysis was performed by philips authorize bench personnel which included efforts to reproduce the reported issue. The reported issue could not be replicated during testing. All results confirmed that the device was operating within established specifications. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was unable to be determined. No fault found with nbp. The bench replaced nbp pump assembly proactively at customer's request. The device was returned to the customer. A review of the service history for this device confirms the problem has not been reported again for this device.

Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported that the diastolic bp readings is inaccurate. It is unknown if the device was in clinical use at time of event, no user or patient harm was reported.